Event description:
There was an allegation of questionable ise indirect gen.2 results for two patient samples from the cobas 8000 cobas ise module. Patient 1 initial chloride result was 108 mmol/l and the initial sodium result was 118 mmol/l. The repeat chloride result was 97 mmol/l and the repeat sodium result was 130 mmol/l. Patient 2 initial chloride result was 97 mmol/l, potassium result was 5.4 mmol/l, and initial sodium result was 118 mmol/l. The repeat chloride result was 97 mmol/l, the repeat potassium result was 4.5, and the repeat sodium result was 136 mmol/l. The questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The customer changed the ise probe. The field service engineer cleaned the analyzer, reinstalled the electrodes, and primed the ise module. The checks, calibration, and precision testing were acceptable. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The issue appeared to be resolved by the service actions.